Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rstl, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, lot #: va0rstl, ubd: (B)(6) 2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had been experiencing pain in their hip and in the outer and the inner leg as well as numbness across the hip area. It was noted that the pain continued even with the device off. A car accident in (B)(6) 2017 was given as an environmental/external patient factor as well as a possible fall when the patient had passed out (unrelated to the device/therapy) several months ago however it was noted the patient¿s spouse didn¿t think the patient had hit anything. The diagnostics and trouble shooting results were impedance errors at c and 1, 0 and 1, 1 and 2, 1 and 3. It was reported all other impedance had been in range. The actions/interventions taken were that the device had been off prior to the surgery and the lead was replaced due to the impedance errors and the patient complaint of pain from the device. It was noted the issue was resolved at the time of the report. There were no further complications reported.